Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind and able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with hardware low level failures error in downloaded history. Broken trace noted at pin of ambient light sensor. Device passed the self test and the displacement test.